Manufacturer narrative:
Investigation: examination of product(s) returned - no product returned yet qc and production documentation: inspection of the incoming goods of the related batch was without any deviation. Supplier complaint submitted to the manufacturer of the obturator. Manufacturer identifies affected production batches of the obturator. The root cause analysis has been carried out as part of CAPA: 000315. Possible causes were identified in the application or in the material and manufacturing of the obturator. Incorrect use of the obturator could be ruled out as the user reported no manipulation or peculiarities in the application. It can therefore be assumed that the tip of the obturator was not pre-damaged and that the tensile forces applied by the user did not exceed a normal range. The manufacturer's root cause analysis indicated that inappropriate injection temperature during processing could be causing the fault. The following measures were therefore initiated by the supplier: refreshing training of the moulding machine operators. And a modification of the mould sockets to increase the integrity of the tip. The mentioned lot number was manufactured before implementation and completion of the CAPA: 000315. Initiation of CAPA and timely termination. CAPA status: completed. Initiation of fsca 2025-07 with safety notification, bfarm ref. (B)(4): fsca 2025-07 will start on 11.08.2025, the termination is planned for end of september 2025.

Event description:
1) what went wrong with the device: an obturator is installed in the lumen of the tracheostomy cannula, which makes it easier to insert the cannula in the trache and to reduce the caliper gap between the outer diameter of the cannula and a guide. The obturator is pulled out after the cannula has been inserted into the trachea. When pulling it out, the tip of the obturator broke off and got stuck in the lumen of the cannula. This separation was discovered immediately after insertion and after it was detected that ventilation of the patient deteriorated. An other cannula was re-inserted without any problem and ventilation continued. 2) description of health effects: no harm or desaturation of the patient reported.